Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that there was a fault in the system. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the system did not pass the initial checks preventing the system from being used. This is not a reportable malfunction. This event is not reportable.